Manufacturer narrative:
Device evaluation and codes entered in h3 and h6. It has come to co's attention that the product will not be returned to the MFR for evaluation. This event was initially reported to the MFR by hospital where the subject device was removed. It has come to co's attention that while the pt was at the hospital a chest x-ray was performed and a remnant of the catheter was found. The pt was then transferred where the catheter remnant was removed.

Event description:
The pt was trasferred to halifax medical center for removal of the catheter remnant from the (r) svc. (R) atrium, and (r) ventricle in interventional radiology.